Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pcf and medical records received. After review of medical records, it was reported that a left hip endoscopic tendon release and lesser trochanter femoral osteoplasty was performed due to left hip iliopsoas impingement and iliopsoas tendinitis. Clinic reports of pain post total left hip arthroplasty. Doi: (B)(6) 2006 (cup, stem), doi: (B)(6) 2016 (head, liner), doe: (B)(6) 2020, dor: none reported, left hip.